Event description:
While undergoing lasik surgery, the surgeon was attempting to remove the flap to perform correction to my eye. The flap stuck and tore causing a button hole. Surgery was discontinued at that time.